Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search performed on the femoral product, lot: 7842943 did identify previous complaints against the provided product code/lot code combination(s). However, these complaints were all raised in germany, did not meet the definition of a serious event and all referenced the clinical trial: (B)(4). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: 7842943. Device history batch: null. Device history review: product code: 150400225, 7842943 was manufactured on 11th february 2014. 10 parts were manufactured per specification and all raw materials met specification. Expiry date: january 2024. IFU no. 090200828. There were no nc¿s or deviations associated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for lateral patella hypercompression. Event is not serious and is considered moderate. Event is possibly related to both device and procedure.